Event description:
It was reported that, "it appeared proximal cone body was undersized as there were translucencies around the 21 mm cone. Physician reamed proximal femur up and replaced with a 29mm cone body."

Manufacturer narrative:
The device is not available for eval. If add'l info is provided, the eval results will be submitted in a supplemental report.